Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted during test. Motor passed motor test.

Event description:
The customer reported via phone call that they experienced hypoglycemia and the insulin pump received motor error. The customer¿s blood glucose level was 10 mg/dl at the time of incident. The customer declined troubleshooting. Customer reports the drive support cap was normal. Customer was able to complete insulin pump rewind. The customer was able to clear the alarm. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.